Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r h3: hardware analysis was completed on the returned em interface. It was experiencing connection issues on port 1. When initially connected to the lat station the localizer status was green, but when the instrument was moved or wiggled, the status changed to a red fault. H6: b01, c04 and d02 apply to the returned em interface concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that one of the ports on the electromagnetic localization system box was not working. Port #1 only functioned when pressing the instrument plug into the side. The manufacturer representative (rep) confirmed that the other ports on the electromagnetic localization system box function fine. No light lit up on the port when any instrument was plugged into it. There was no patient involvement.